Event description:
It was reported that the patient presented in clinic for cardioversion for unrelated atrial fibrillation. Post cardioversion, it was found that the right ventricular (rv) leadless pacemaker exhibited loss of capture and the patient was in a ventricular escape with bradycardia. Programming changes were made. Patient condition was stable.